Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 2320a vena cava filter allegedly experienced detachment of device or device component. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The age of 212 lbs weighing female is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The device was not returned to the manufacturer for evaluation; however, medical records were provided and reviewed. The investigation is confirmed for filter limb detachment. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H11: h6 (results). H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical records were provided for review. The investigation is inconclusive for detachment of device. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 2320a vena cava filter allegedly experienced detachment of device or device component. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The age, weight and gender of the patient were not provided.